Manufacturer narrative:
(B)(4). Batch #: unknown. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: did the active titanium blade break off? Did the white tissue pad break off? Is the white tissue pad completely missing from the clamp arm of the device? Did other piece of the device break off? If so, what piece? How was the piece retrieved? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that during an unknown procedure that a portion of the harmonic broke off inside the patient. Fragment was able to be removed. Another like device was used to complete the procedure. There were no adverse consequences for the patient.